Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s eye; the patient experienced corneal edema which resolved in 3-4 days but his epithelium was a bit rough 4 days post-operative. A bandage contact lens (bcl) was placed to help soothe the area. The doctor said she had seen anterior basement membrane dystrophy (abmd) also known as map-dot-fingerprint dystrophy in the past. However, the doctor did not see much abmd on their most recent preop visit. The patient¿s uncorrected vision 4 days post-op is 20/30 and near vision is j4-j5. Not much of a refractive error. The doctor is hoping that the patient¿s reading will get a bit better. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6b, if explanted, give date: not applicable as the iol remains implanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code: 4581 captures the pre-existing anterior basement membrane dystrophy (abmd). An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.